Event description:
It was reported that patient experienced an error that made his insulin pump inactive and unusable. There was no adverse impact to the customer's blood glucose level. Patient was awaiting a class to learn how to use his mobi device on february 6th, but no additional corrective actions were detailed in the information provided. The customer will use multiple daily injections (mdi) as a backup.